Manufacturer narrative:
The user reported discrepancies between the sensor glucose (sg) and the blood glucose (bg) values. The analysis was conducted using the glucose data synced by the customer to data management system (dms), the cloud-based platform supporting eversense system. Dms data showed variability in sensor values. The observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was informed that the system is expected to improve following stabilization. In addition, the user had reported infection at the insertion site (MFR # 3009862700-2025-02032) which could have also contributed to the variability in the sensor glucose data. The user was encouraged to contact support again once they resumed system use after completing treatment for the infection, should discrepancies continue to be observed. B4.date of this report 26 feb 2026. G3.date received by the manufacturer? 26 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4310,22.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.